Manufacturer narrative:
The reported complaint was confirmed. Per additional information received from the field service representative, the error messaged was due to a loose connection. After reseating the cable the electronic patient gas system (epgs) successfully calibrated several times. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the oxygen (o2) sensor. The epgs calibrated three times successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a failed calibration and an alert 'knob control only' message appeared on the screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.